Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was leaking oil from the oil fill hole on top of the foot control device. It was reported that it took about three minutes to change out the device for a spare device before the user started drilling. The surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the failed the drip rate assessment. It was determined that this was due to normal vibration over time from turning the screw out of adjustment. It was determined that it was a self-adjusting screw with no loctite being used. The assignable root cause was due to component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.